Event description:
Customer reported making regular trips to the lab to have their blood tested because their device has been reading high since february 2005. One day, device = in the 400s or 500s mg/dl and lab = 140-150 mg/dl. Controls were in range, however values were not provided. A request was made for return product and replacement product was sent.